Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion (pbd) behavior. According to technical services (ts), a parameter of battery usage of this device had been increasing. Reportedly, ts confirmed that this device was exhibiting pbd and stated that the device reached elective replacement indicator. Replacement was recommended. Eventually, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion (pbd) behavior. According to technical services (ts), a parameter of battery usage of this device had been increasing. Reportedly, ts confirmed that this device was exhibiting pbd and stated that the device reached elective replacement indicator. Replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion (pbd) behavior. According to technical services (ts), a parameter of battery usage of this device had been increasing. Reportedly, ts confirmed that this device was exhibiting pbd and stated that the device reached elective replacement indicator. Replacement was recommended. Eventually, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.